Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-21152, related manufacturer reference number: 2017865-2023-21153, related manufacturer reference number: 2017865-2023-21154. It was reported that the patient presented in the hospital with presence of discharge and wound dehiscence at the site of pacemaker pocket. The entire pacemaker system, which includes the right ventricular (rv) lead and the right atrial (ra) lead, was explanted due to pacemaker pocket infection and wound dehiscence. There were no patient consequences.